Event description:
Stapler misfired during procedure. No harm to patient. Another stapler obtained and used without difficulty.====================== manufacturer response for articulating endoscopic linear cutter, echelon flex 60 (per site reporter).====================== sales rep contacted - reporter not aware of response.